Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, while attempting to disconnect the atrial lead, it was noted that the header exhibited difficulty to disconnect from the atrial lead. The atrial lead was eventually disconnected. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.